Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device: the following steps failed: section 10: general condition section 70: check for sticky trigger section 110: check oscillation frequency with frequency meter during the service evaluation the following failures were identified: internal finding : corrosion/rusting/pitting functional : sticky trigger functional : will not run visual : component damaged conclusion: ¿ failure reported is confirmed ¿ root cause: component wear.

Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.